Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2015 with the following findings: the keypad cover was peeling, but all of the buttons were responsive. Contamination was found around all of the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the button contacts. This report is made based on results of investigation completed on (B)(4) 2015.